Event description:
The physician requested testing on patient's anterior cruciate ligament (acl) repair. The patient was performing the desired test on the cybex machine when the machine failed to stop her motion and created a hyperextension to the limb that was being tested. The patient claimed it felt like the machine "let her go." The test was halted and attempted again and the same result happened so the test was terminated. This particular problem had been observed before. The patient suffered no harm.